Event description:
Reportedly, "when a lar was performed, after a normally operating, this ppceea was not taken out from patient cavity smoothly. Drs found that the anastomotic was incompletely cut. Drs anastomose manually. This lead to an overtime of operation. Drs were not satisfied with this situation. They requested a reimbursement." Procedure: lar.